Manufacturer narrative:
(B)(6).

Event description:
The customer reported no tidal volume: this issue was identified as MDR due to reported no tidal volume . Loss of tidal volume could be detrimental to a patient. No patient involvement reported.